Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of minicaps was damaged; further described as "packaging on the sides was not completely sealed". This was observed during ¿self check¿ for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 10, 2022 to june 22, 2022. The actual devices were not available; however, photographs showing three (3) samples were provided for evaluation. Visual inspection of the photographs showed the pouches having small voids in the side seals. The reported condition was verified. The cause of the condition is related to the sealing process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.